Event description:
The manufacturer was advised that potassium was set up to be infused at a rate of 10 ml/hr at 5:30 p.m. And patient was to be regularly monitored. At 5:40 p.m., a blood test was conducted which indicated the potassium level was normal. At 5:47 p.m., the patient went into cardiac arrest and a blood test was conducted which indicated the potassium was high. At this time hosp staff noted that the amount infused was 265ml/hr. The patient was stabilized, but suffered a second cardiac arrest at 3:25 a.m. On 5/10/99 and subsequently expired.